Event description:
It was reported that following the patient's scs ipg replacement procedure (reference MFR report: 1627487-2015-15171), diagnostics revealed invalid impedance values for the scs lead (cervical). Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.